Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they received software error alarm during prime. The customer's blood glucose was 98 mg/dl at the time of incident. The customer stated that they found several software error alarms in the alarm history. The customer stated that the software error alarm occurred again during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No a52 alarms or e52 alarms noted. The insulin pump had cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked battery tube threads and minor scratches on the lcd window. The insulin pump was missing the end cap sticker.